Event description:
The reporter that the surgeon noticed a capsular tear after cq2015 3 piece collamer lens was inserted into the eye. The incision was enlarged to remove the lens and another lens was inserted. After the second lens was implanted a vitrectomy was performed. A suture was required to close the wound. The lens tore when it was removed from the eye. It was unk what caused the capsule to tear. The reporter stated that they do not use staar's phcoemulsification equipment.